Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 4.00x32mm promus premier drug-eluting stent was advanced for treatment. However, when a non-bsc guide extension catheter was used, it was noted that the stent became lifted off the proximal portion of the delivery balloon. The device was removed from the patient's body. A new stent was placed and the procedure was completed. No patient complications were reported.